Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm. Aneurysm and vessel morphology are unk. It was reported that there was a type I endoleak at the conclusion of the implant procedure. The aortic neck was balloon angioplastied, but the leak was not resolved. It was reported that an ultrasound study indicated that the aneurysm was growing. Kub and computerized tomography (CT) scans demonstrated that there was an infold in the proximal part of the stent graft. It was reported a radio-opaque marker appeared to be caught on another marker or a stent strut; therefore, the decision was made to explant the device and convert the pt to open surgical repair. Upon further review of the images, it was found that parallax error or an imaging defect led to the appearance of an infolded device; therefore, the device was not explanted. The aortic neck was balloon angioplastied and a palmaz 3010 stent was implanted. No clinical sequelae were reported and the pt is reported to be fine.